Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a high blood glucose level of over 600 mg/dl. The customer treated her high blood glucose level with a syringe pen. The insulin pump kept alarming lost sensor. The customer was not feeling well. She was nauseous. The device was not returned.